Event description:
As part of a legal dispute intuitive surgical received information regarding a patient that underwent a da vinci radical prostatectomy procedure in or about (B)(6) 2011. The legal document alleges that the 64 year old man sustained severe internal injuries, damage to other organs, continuing pain and underwent additional surgeries to address the severe internal damages. No other details were provided regarding the patient's injuries. The legal document noted that monopolar current was used during the da vinci prostatectomy procedure; however, there was no specific allegation of a malfunction of the da vinci surgical system, instruments, and/or accessories. The patient did not believe the cause of his injuries were related to the da vinci system until (B)(6) 2013. The provided information did not include the hospital name and the details of the da vinci system involved with the reported event.

Manufacturer narrative:
Based on the limited information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the post-surgical complications experienced by the patient. If additional information is received a follow up medwatch report will be submitted to the FDA. This complaint is being reported due to the following conclusion: the patient allegedly experienced post-surgical complications after undergoing a da vinci surgical prostatectomy procedure.